Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge and non-qualified viscoelastic were used with an unspecified handpiece. The lens model is only qualified for use in two specific cartridge models. The root cause is most likely related a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is also non-qualified for this lens model when used with a cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The lens has haptic and optic damage observed. A fold test could not be conducted due to the optic damage. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter indicated the stiff lens issue occurred before the surgery and the iol was not implanted. The enlarged incision was performed due to the surgeon choosing a different lens model.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noted the lens was very stiff and was unable to manipulate into the cartridge or fold the lens with folding forceps. An enlarged incision was required to complete the procedure. The sample is available for return.